Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit is damaged and need to be checked. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unit is damaged, and it needs to be checked". The customer stated that the unit was returning from other hospital and they did not the unit on which it hit over the breaks and the unit was dumped over which would turn on but it just went into circle that is it. A getinge field engineer (fse) had replaced the compressor, scroll , pcb, front end, rohs. Than the unit was being calibrated, safety and functionality checks were being completed per the service manual and passed to factory specifications. There was no involvement of the patient.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) unit was damaged in transit back to the hospital where it came. The unit was not tied and breaks were hit and the unit was dumped over. No patient involvement.